Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathin dawson-mueller mac-loc locking loop multipurpose drainage catheter was used during an unknown procedure. During the procedure, the physician found that the fitting was loose and there was air leakage noted at the locking device. The physician exchanged the defective device for a new one during the same procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use(IFU), manufacturing instructions, quality control, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. A mac loc catheter was in two separate pieces for evaluation. Biomatter was present on the device. An additional six0 drainage holes were cut into the catheter tubing; ii is likely that the customer made these holes. No other surface damage was noted on the device. The device was returned with the mac-loc in the locked position. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and the connector cap. Tug and twist tests were performed revealing that the proximal assembly was secure, making the original complaint description of ¿fitting was loose¿ unable to be replicated. The connector cap was removed and the suture string was found bunched up in the threads. Dimensional analysis confirmed that the device was manufactured within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record showed no nonconforming events which could contribute to this failure mode within the main lot. The catheter subassembly revealed nonconformances for damaged tips, dirt, embedded foreign matter and dents, but all affected devices were identified and scrapped prior to distribution. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Potential causes have been identified as a suture presence within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading although these potential causes have not been confirmed. We have notified the appropriate personnel. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.